Event description:
My wife developed an adverse event to bistolic, when her bistolic dose was increased from 5 to 10mg. She became dizzy lightheaded agitated, and was shaking. She took her blood pressure with a omron bp710 at home blood pressure machine. The machine has a readout that indicates "irregular heartbeat." The adverse event is that the product labeling does not explain what the machine is reading, i.e what physiologic event is causing the reading of "irregular heartbeat." There is nothing in the product labeling, nothing on FDA gov, nothing credible the internet. Why would FDA allow a device on the market that tells the consumer that he/she has a irregular heartbeat, without further info about what the machine is actually reading? My wife's doctor does not know what this indicates of "irregular heartbeat" means. My wife is very upset and we do not know how to react to it, is it an emergency so go to an ER, wait for next visit, etc. The machine should not have such readouts without an explanation of what it is reading - hr? Change in hr? Hr out of range? So that medical professionals can effectively react. Dates of use: (B)(6) 2012.